Manufacturer narrative:
(B)(4) - retrospective review of this file based on protocol (B)(4) determined that this is an MDR. MDR filed.

Event description:
The consumer was standing in front of the rollator preparing to sit down. As she sat down, the wheel allegedly came off, causing her to fall. No serious injury is alleged.